Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be: insufficient drain use error, tidal uf removal set too low and false empty detect and use error initial drain alarm setting inappropriately programmed. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident the device's service history record was reviewed and no issues were identified that may have contributed to the iipvs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 07:14:11 with drain volume of 3242 ml during cycle 4. On (B)(6) 2011 the nurse notified baxter that this patient was being transferred to another facility and was no longer under her care. There was no iipv symptom, patient injury, or medical intervention reported.